Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix plus device. No accidental stick reported. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.